Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer's blood glucose was 100 mg/dl. During a follow-up call, the customer reported that the issue was resolved and declined to perform further troubleshooting with tandem technical support.